Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a clearlink extension set split. This occurred during pressure infusion during a computed tomography (CT) scan at a "rate of 2.0". There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no issues noted. A pressure test, clear passage test, and functional testing were performed with no issues noted. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.